Event description:
Customer reported a possible over-infusion of kcl. One hundred mls infused in 30 minutes, which was faster than intended (intended programming is not known). Believed to have been set up as a secondary infusion. There was no patient harm and no medical intervention was required. Customer stated that no additional event or patient information is available.

Manufacturer narrative:
(B)(4). Customer stated that devices will be sent back for investigation, ups label provided for product return. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.